Event description:
It was reported that the device had failing volume accuracy. No patient injury was reported.

Event description:
It was reported that the device had failing volume accuracy. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed volume accuracy (20ml at/hr with 18.77ml delivered). There was no reported adverse event.